Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) months post initial procedure, the patient was experiencing right leg pain. A computed tomography (CT) revealed that the iliac limb was compressed. An intervention was completed. The physician elected to implant a non- endologix, bare metal stent in each limb extension. The procedure was successful and the patient is doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the iliac limb compressed event is unconfirmed due to a lack of the relevant medical information. The secondary endovascular procedure was confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.